Event description:
Event description boston scientific, crm received information from the patient with this pacemaker that she was taken to the hospital by ambulance in great pain. She reported that she received a series of 71 shocks from her pacemaker because the wires had come loose from the device. She stated that a boston scientific sales representative was called in to turn the device off and a steel ring was placed over the device. The device was then explanted and it was successfully replaced with a non-guidant defibrillation system. This patient stated that she plans to contact a lawyer.